Event description:
A male pt underwent initial aaa repair in 2004. One flex main body, two iliac leg grafts and one leg extension graft were placed. In 2008, it was noted that a second procedure is needed to repair an endoleak. The second procedure has not been scheduled at this time. Pt outcome is unk at this time.

Manufacturer narrative:
Event eval: still under investigation.